Event description:
Pt underwent successful pci with deployment of a 3.0mm diameter x 30mm length and a 2.25mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the mid lad. During procedure, pt was found ot have stenosis of the left external iliac artery which was successfully treated with deployment of another manufacture peripheral stent. However it was reported that, the day following the procedure, the pt developed elevated enzyme. It was felt the rise was likely secondary to the loss of a small second diagonal during the lad stenting. Prolonged hospitalization was required. The pt also developed a urinary tract infection which was treated with antibiotic. The pt was discharged in stable condition and no other clinical sequelae were reported. Investigator reported that the event was possibly related to the device. (Ref MFR# 9612164-2011-00981).

Manufacturer narrative:
(B)(4).